Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an under infusion of meropenem. The infusion was intended to infuse 1 gram in 110ml over 3 hours at a rate of 36.6 ml/ hour. When half of the medication had been given, the pump indicated the infuse was complete and then stopped. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion of meropenem. The infusion was intended to infuse 1 gram in 110ml over 3 hours at a rate of 36.6 ml/ hour. When half of the medication had been given, the pump indicated the infuse was complete and then stopped. There was patient involvement but no harm. The hospital contracted biomed indicated their assessment was the device required calibration.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.